Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer loaded cold insulin into the cartridge. Customer changed pump supplies to address the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 351 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.